Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal flow was due to solenoid valve failure. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the insufflator had abnormal flow. The issue occurred during service and maintenance. There were no reports of patient involvement.